Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's active exhalation control module was replaced to address the issue. Additionally, the air path foam and inlet air path assembly will need replaced.